Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker replaced the device's user interface pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displayed a blank screen, and illuminated its service led. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device displayed a blank screen, and illuminated its service led. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed user interface pcb assembly and a cracked and shorted capacitor c181 was determined to be the root cause of the reported issue.